Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized. Customer's blood glucose was 372 mg/dl. Customer was throwing up. Customer's mother hung up. Customer will not be returning the device for analysis.